Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 4/10/99 at a retail vendor. On 5/14/99 she sough medical treatment for infection at the piercing site. She was prescribed antibiotics.